Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away. The cause of death was reported as a possible condition affiliated with diabetes. The caller did not know if the customer was wearing the insulin pump at the time of death as he was at work. Nothing further was reported.